Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). A follow up/ final report will be submitted once investigation is complete. G2: foreign country - japan. Visual examination of the returned product/provided pictures identified there was an embedded particulate (2.9 mm sq.) Inside the sealed packaging of one of the cuffs; not within the packaging materials inspection specifications. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that before shipment, during inspection at arrival found debris in sterile package. At evaluation it was found to not meet specifications. There was no patient involvement. No adverse events were reported as a result of this malfunction. Due diligence is complete and there is no additional information.